Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not last as long as the projections and was not programmed to high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.